Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load six different cartridges onto the pump. The customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.